Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported noise during an unspecified procedure involving an olympus flex deflectable videoscope. There was no patient injury reported. ¿